Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) has been at end of life (eol) status for the last four years. It was also reported the "device is beeping for excessive charge time." The patient does not wish to have the ICD "changed out." The device remains in use and no patient complications have been reported as a result of this event.